Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the power cord caught fire. There was a 5-10 minute delay, but no adverse consequences were reported and the case was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: cord caught fire, probable root cause: too much heat; transformer design; cart design; manufacturing nonconformity; use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the power cord caught fire. There was a 5-10 minute delay, but no adverse consequences were reported and the case was completed successfully.